Event description:
The 500ml pressure infusor bag was not maintaining 300mm/hg of pressure needed to sustain a pressure line. Pt was at risk for invasive line clotting off. Stopcock was in the upright and correct position. Bag was removed.